Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified left main to the proximal left anterior descending artery. A 2.75 x 15 mm nc tenku balloon catheter was advanced to the lesion and pressurized; however, during the second inflation to 18 atmospheres the balloon ruptured. The balloon catheter was removed and another nc tenku balloon catheter and a non-abbott drug eluting stent were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.